Manufacturer narrative:
(B)(4). No sample was available. The complaint cannot be confirmed and a root cause cannot be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample was reported not available. Should additional information become available, a follow up MDR will be sent.

Event description:
A customer reported to baxter (B)(4) that during use the dialyzer has a blood leak. There was patient involvement but no injury or medical intervention was reported.